Manufacturer narrative:
Corrections in g1. Additional information in h6: component, investigation type, findings, and conclusions. Inspection the device was not returned and no photos were provided, so an evaluation is unable to be performed. DHR review the device was not returned and the lot number was not reported, therefore a DHR is unable to be located for review. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown surgical or patient factors. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
A patient reported that a mobi-c device failed post-operatively. The patient claims to be bedridden after two surgeries where a mobi-c device and a fusion device were installed, but the information is unclear as to the event timing, how the mobi-c device failed, what the fusion device was, or which type of implant was installed during each of the reported surgeries. Requests for additional information were not responded to.

Event description:
A patient reported that a mobi-c device failed post-operatively. The patient claims to be bedridden after two surgeries where a mobi-c device and a fusion device were installed, but the information is unclear as to the event timing, how the mobi-c device failed, what the fusion device was, or which type of implant was installed during each of the reported surgeries. Requests for additional information were not responded to.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.